Event description:
It was reported to boston scientific corp that a radial jaw 3 pulmonary single-use biopsy forceps was used during a bronchoscopy procedure performed on (B)(6), 2009. According to the complainant, after taking biopsy samples, the pull wire broke and the forceps would not close. The device and the scope were removed from the pt in tandem. It was reported that enough samples had been collected to complete the procedure at this point with no further actions necessary. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch with be filed. (B)(4).